Event description:
It was reported the patient had been diagnosed with multiple sclerosis resulting in spastic quadriparesis that was managed with a baclofen pump. The patient was recently seen on (B)(6) 2015 for a slight dose decrease of 1% after the patient reported diffuse weakness and was suspected to have a possible infectious etiology. The physician was concerned that it could have been due to the patient¿s recent baclofen adjustments. Magnetic resonance image (MRI) was done on (B)(6) 2015 and a motor stall occurred at 1649. At the time of the report, it was almost 1900; the MRI occurred over two hours prior and the recovery had not occurred. The patient was seen on (B)(6) 2015 status post MRI of the left foot which was done to evaluate the possibility of osteomyelitis. In an effort to troubleshoot the issue, the pump was interrogated to hopefully provoke the motor to recover. The pump settings were not changed. It was updated several times without effect. At that point, the critical alarm was heard and the manufacturer was contacted. Before the patient left at 7:30 p.m., the pump was interrogated. The pump alarm was changed to go off every 2 hours, not every 10 minutes. The emergency procedure information was reviewed. The patient was to follow up with the physician on (B)(6) 2015 to have the pump read again to confirm the recovery in event logs. The patient was being treated with a low dose, so it was hoped that the patient would not have an issue. The patient was given prescriptions for oral baclofen and clonazepam to have at home if necessary. The patient was discharged home in stable condition. Per the pump logs, the pump motor stall occurred at 16:29 and recovered at 21:42; after approximately 5 hours. There was not more than one stall seen in the pump logs and there was no tube set message. The patient recovered without permanent impairment and was doing fine; there were no issues. The pump was delivering lioresal.

Manufacturer narrative:
Concomitant product: product ID 8703w, lot # l58813, implanted: (B)(6) 1999, product type catheter. (B)(4).